Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned diagnosis vascular procedure, and it was completed as planned by system reboot. The philips field service engineer (fse) inspected the system onsite and analyse the system, but no error occurred during visit, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during radioscopy the system shut down. No user or patient harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.